Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. The instructions for use which is included with the device was reviewed, and states: "do not open package until ready to apply electrode to skin. Inspect electrode and cable. Do not use if you suspect product is expired or unsafe (check expiration date printed on packaging)" halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that during a lumbar procedure the patient did not feel anything during the stimulation mode and switched probes four times. The procedure continued and during ablation and the patient felt pain and discomfort to the leg where the grounding pad was placed. It was noted that the grounding pad was not fully adhered to the patent's skin. The biomed reported that there were packages of already opened pads on the cart while prepping the patient, and was informed that, per the IFU, it is recommended to only open the package prior to use. When removing the pad blisters were noticed on the patient's leg and the procedure was terminated. It is not known if the patient received any treatment for the blisters. No additional information was provided.